Manufacturer narrative:
H6: results: product performance engineering could not determine a definitive root cause for the stent dislodgement. Qa analysis of the device revealed that the catheter was not returned with this incident; only the protective sheath, the stylet and stent. The stent was located on the stylet and in the proximal end of the sheath. The first 3 proximal rows of the stent were slightly flattened. There was no other damage noted to the stent. The distal end of the sheath appeared to be pinched, proximal to the area that is necked down at mfg. Using a laser micrometer, the stent outer diameters were measured and found to be oversized. The inner diameter of the larger end of the protective sheath was measured using pin gauges and found to be slightly undersized. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that protective sheath was damaged and that the stent dislodged when the protective sheath was removed. Qa tech analysis confirmed that the catheter was not returned only the sheath, stylet and stent. The stent had dislodged from the balloon and was located on the stylet and in the proximal portion of the sheath. The distal end of the sheath appeared to be pinched, proximal to where it is necked down during mfg. Also, the first 3 proximal rows stent struts were flattened. The flattening of the stent struts may have occurred during the removal of the protective sheath or from handling of the device at the account. There was no mention of any stent damage in the reported incident case description. Additionally, during analysis; there was no damage noted to the distal end of the stent which would correspond to the damaged, (pinched) part of the protective sheath. It is uncertain if the damage to the sheath contributed to the reported dislodgement. During analysis, the stent outer diameter was measured and found to be oversized; however, because stent outer diameter is verified 100% at the time of MFR and units in this lot were all well within the required spec, the over-sizing most likely occurred at the time of dislodgment as it is expected that the stent would expand during travel over the balloon. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Also during the analysis, the inner diameter of the larger end of the protective sheath was measured and found to be slightly undersized. But the inner diameter of the sheath was still larger than the outer diameter of the oversized stent. Because the protective sheath was found to be damaged and the inner diameter was slightly undersized, a field discrepancy notice (fdn) has been issued to mfg, as this may have contributed to the stent dislodgment; however, because the catheter was not returned, and based on the analysis of the returned stent, a conclusive root cause cannot be determined for the stent dislodgement. All further investigation and corrective actions will be documented and tracked in the fdn. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the protection device on the stent seemed to be squeezed at the proximal end. This resulted in a detachment of the stent from the stent delivery system (sds). No force was used to get the device out of the orange protection device. There was no resistance when the sds came loose from the stent. No add'l event or pt info is available.